Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. After the lesion was crossed with a guidewire, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation at unknown pressure, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.